Event description:
A user facility reported to olympus that the olympus, model clv-190, evis exera iii xenon light source did not function when using the device with olympus, model series 190 scopes. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The unit was tested with multiple scopes and a video processor; the unit was verified to function when using model series 190 scopes with no problems noted. A worn socket slider switch was found, causing intermittent use of high intensity mode. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the device not working properly with the 190 series test scopes could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.